Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic nephrectomy procedure, the endoscopic image output from the dvi out (3d/2d) terminal of the subject device disappeared. The user completed the procedure with the subject device using the image signal output from another terminal. There was no report of patient injury associated with the event.